Event description:
It was reported that the pt is experiencing shocking, pain, and background noise from his implant. This happens when he uses his audio processor. The pain is very near to the implant and the symptoms sometimes disappear when the pt moves his head or presses on the implant. Changing the external equipment does not alleviate the problem. In situ testing is indicative of a functional device. Reportedly, diagnostic imaging showed normal results.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the MFR for evaluation. When available, a device failure analysis will be submitted as a follow up report.